Manufacturer narrative:
The lead migration was noted within less than 2 months after implanting the system with no reports of any events taking place during that time that may have caused or contributed to the movement of the implant. Migration is a known inherent risk of implantable neuromodulation devices and there are no other known factors contributing to this case.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. After activating the system one of the implanted leads migrated away from the intended nerve target. On (B)(6) 2026 a surgical revision was performed to remove the migrated lead and place a new lead back at the intended nerve target.